Event description:
N/a.

Manufacturer narrative:
An event of isoechoic fibrous thrombus noted after three months of amulet device implant was reported. Information from the field indicated that the patient did not have any hematological disorders predisposing to abnormal thrombus formation and was also heparinized during the procedure with an activated clotting time of 211s, less than recommended in instructions for use. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cine review performed at abbott confirmed that the drt was present on 3 month follow-up tee. The device was implanted deeper than IFU recommendation. Based on the information received, the cause of the reported thrombus formation could not be conclusively determined. The medical intervention was performed as the medication was administered. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6. Medical device problem code: 2017 improper or incorrect procedure or method was removed.

Event description:
Crd_964 - catalyst ide study (B)(6). It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was implanted in a patient. During procedure, the patient's activated clotting time levels measured 211 seconds, and heparin was administered. On (B)(6) 2024, the 20mm amulet was seen via transesophageal echocardiography (tee) in the left ostium, without leak, and laterally there is a sessile triangular hypoechoic mass extending from the ridge between the atrial appendage and the left superior pulmonary vein. The thrombus measured 14 x12 mm, isoechoic fibrous mass 6 mm long at the non-coronary tip, good separation of the tips, and there was trace regurgitation. It was also noted there was a 2mm pericardial separation along the right ventricle basally. Acetylsalicylic acid (asa) medication was stopped and the patient was put on 5 mg eliquis twice daily. Transesophageal echocardiography (tee) was scheduled for (B)(6) 2024. The patient's most recent international normalized ratio (inr) was 1.3 on (B)(6) 2024. The patient was status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.